Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported defective, folded lens with patient contact on a monofocal intraocular lens (iol). It was noted that the problem was not related to use error. Another johnson & johnson lens with the same model and diopter implanted in the patient's right eye. There were no medical/surgical interventions performed or are planned in the future. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 5, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod partially advanced with the lens stuck in the cartridge and the leading haptic was not folded. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no issues were identified. The lens was removed from the cartridge and cleaned. The lens presented with damage to the lens body. There was also damage on the haptic edge of the rear haptic. No further evaluation was performed. The complaint issue "unfolding issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.